Event description:
Suspected issue with cadd pump/cassette. Alarms for air in line with no visible air bubble. Pharmacy remade 5-fu cadd for patient at least twice this past week that reporter is aware of. I believe patient was noticing issue at home and returned to oncology clinic for replacement. Product complaint filed with manufacturer of cadd cassette and will return current unused product of same lot to manufacturer for investigation. Jpsr entered and being investigated. Sent email to make vha oncology pharmacists aware of our local issue with specific lot number, 100ml cadd cassette/cadd pump. Treatment drugs used: fluorouracil (fluorouracil (pf) 50mg/ml inj).